Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced an elevated blood glucose (bg) level of 564 mg/dl, which customer addressed by administrating a correction bolus via pump. Additionally, customer went to the emergency room on (B)(6) 2023 for a duration of approximately 4 hours. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day, with the issue resolved and no permanent damage. The pump was reset, and the customer continued to use pump for insulin therapy.